Manufacturer narrative:
(B)(4). Only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: (1) is the megadyne pad currently being used in the facility. If no, why not? Yes. (2) what is the severity of the burn? (Please see degrees of burns below and choose one) a. First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. B. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. C. Third degree burn the burn site looks deep, whitening or blackened and charred ans: b. (3) what medical intervention was used to treat the burn? (E.g., salve or stitches) not using anything, until the skin breakdown then apply duoderm patch. (4) besides the burn, did the patient experience any adverse consequence due to the issue? No. (5) are there any anticipated long-term effects from the burn or injury? Not sure, patient was discharged home. (6) what is the current status of the patient? Discharged home on (B)(6) 2022. (7) how long was the procedure? 6 hours. (8) was the injured area on the pad or off the pad? On the pad (9) how was the patient positioned? Supine. (10) how was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient? Operating bed cover with bed warmer on top, then megadyne pad and cover with one layer of tena sheet. (11) was the pad rinsed and let dry before it on this surgical procedure? Yes, the pad never washed. (12) how was pad cleaned? Wipe with cloth until end of the operation list. (13) does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so, why? No response from hcp. (14) was there any patient warming blankets used? If yes, what warming blankets were used? Kindly specify the brand of warming blanket used. Yes, hirtz hico- variotherm 550 was used. (15) what generator was being used? What power levels was generator set to? Ans: valleylab standard 50. 1(6) what was the endofactor that was being used? Nil. (17) what was the age of the patient? 58 years. (18) how long after the discovery of the burn were the photos taken? Ans: photo taken post-op 8 hours when night shift nurses did the sponging. (Pre op checked by ga nurse, skin intact, post op before transferring patient to cicu checked skin intact ¿ no redness). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG procedure the patient suffered a burn. When was the burn noticed? (B)(6) 2022 when cicu staff turned the patient for sponging. What is the location? The buttock of the patient. Was there a return electrode at the side of the burn? Megasoft diathermy pad was used on the operating table. Is the side of burn larger/smaller than the pad site? The buttock of the patient. Was there a metal in contact with the patient at the site of the burn? No. Any tattoo/ metal implants at burn site? No. Was there any fluid near the burn site? No. Is the shape regular/ irregular? Irregular. Was the burn/ ulcer present before the surgery? No. Was there fluid near the burn site? No. Was there any metal contact at the burn site? No. Need further investigation? Yes. Did the patient experience a post-op device malfunction? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2023. Photo analysis: this is an analysis of a set of images / an image submitted for evaluation. Image: one photo shows second degree of burn but another looks like third degree burn. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. Additional information received; the correct product code for this file is 0845, not 0830.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. Product investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 0845 pad and two cables were returned with no apparent damage. The pad and cables were connected to the generator and tested electrically, no anomalies were observed. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. D9 device was not received on 6/20/2023. Device was received on 6/30/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023.